Event description:
The customer alleged the ventilator over heated and smoked. The nellcor puritan-bennett customer support engineer inspected the device and could not duplicate the alleged event, although he found the power cord and strain relief were pulled from the utility panel. It was also noted that several connections needed to be tightened in the utility panel as they were loose. The unit passed extended self testing. No parts were replaced. It is not verified that the ventilator overheated or smoked, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.